Event description:
Reporter indicated a vns therapy patient underwent generator revision surgery due to normal end of service. After the new generator was implanted, diagnostic testing revealed high impedance. Troubleshooting did not resolve the issue. The surgeon elected to revise the entire vns therapy system. Good faith attempts to obtain additional information have been unsuccessful to date.